Manufacturer narrative:
Investigation is pending.

Event description:
During a revision surgery performed at the pt's request, the universal driver tip bent while removing one of the screws. There was no report of injury to the pt or surgical delay.